Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. An x-ray was taken and the field representative noted a fracture near the device header. The patient is in chronic atrial fibrillation and there is no plan to revise the lead, the device was reprogrammed. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.